Event description:
It is reported that a customer received a motor error alarm on the insulin pump. The pt's blood glucose level was unk. The customer stated that there were no significant events that could lead to the monitor error alarm. The customer was advised that the likelihood of these occurrence can be reduced by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to a back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. All operating currents were within specification and no battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).